Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough and throat irritation. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cough and nasal/throat irritation, device has strange odour, burning/electric/smoke smell related to a CPAP device's sound abatement foam. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. The internal investigation showed that there were signs of sound abatement foam degradation in the blower box as well as a chunk of degraded foam in the blower fan. The logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was visible foam degradation in blower box. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section b7 has been updated in this report. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated or corrected.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-07360-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. Section b2 was corrected to hospitalization (initial or prolonged). Section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.